Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui printed circuit board (pcb). The device passed the performance verification test (pvt) according to manufacturing specification. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an erratic graphical user interface (gui) display. There was no report of patient involvement. The date of the event is unknown.